Event description:
During dialysis treatment, machine alarmed for blood leakage, and it was confirmed with a blood leak test strip, 10 minutes into dialysis treatment. No blood restitution. Patient was administered gelo 300ml and perfalgan through IV. Patient was monitored, and felt well after 1 hour. Patient's health status is stable. Dialysis machine was changed for the next dialysis session.

Event description:
During dialysis treatment, machine alarmed for blood leakage and it was confirmed with a blood leak test strip, 10 minutes into dialysis treatment. No blood restitution. Patient was administered gelo 300ml and perfalgan through IV. Patient was monitored and felt well after 1 hour. Patient's health status is stable. Dialysis machine was changed for the next dialysis session.

Manufacturer narrative:
11/20/2020: corrected initial submission report date from 10/19/2020 to 11/18/2020.

Manufacturer narrative:
On 11/20/2020: corrected initial submission report date from 10/19/2020 to 11/18/2020.

Event description:
During dialysis treatment, machine alarmed for blood leakage and it was confirmed with a blood leak test strip, 10 minutes into dialysis treatment. No blood restitution. Patient was administered gelo 300ml and perfalgan through IV. Patient was monitored and felt well after 1 hour. Patient's health status is stable. Dialysis machine was changed for the next dialysis session.